Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus while having 3 units of iob (iob = active insulin in the body) because the customer believed that iob was units of insulin pending delivery. Tandem technical support educated the customer regarding the iob and bolus features of the pump. At the time of the report, the iob displayed was approximately 7 units and blood glucose level was 213 mg/dl. Although requested, the customer declined follow-up from tandem technical support.